Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire testing history for the reported lot was performed. In-house testing on strip lot 385358a meets release criteria. The product performed as expected. A review of the manufacturing records for lot 385358a did not uncover any non-conformances. The lot met release specifications. Unable to determine the root cause of the complaint with the available information. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
A variance was reported between inratio inr results and both lab inr and poc inr results. The results were as follows: (B)(6) inratio: 3.3, (B)(6) lab inr: 5.1; (B)(6) inratio: 2.9, (B)(6) md poc inr: 5.7. The reported therapeutic range was: 2.0-3.0. The patient recently started on coumadin after having a blood clot in her leg. No anticoagulant therapy prior. Surgery was performed on (B)(6) 2016 in an outpatient facility for the blood clot. The patient's coumadin was held since (B)(6) 2016 due to a high inr reading (the exact result or method was not provided).